Event description:
It was reported that there was a bubble of air in the cartridge of the pump, identified through a customer survey response. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. The customer declined to troubleshoot the problem further, and no follow-up or additional actions were taken.